Manufacturer narrative:
The customer found the baths were overflowing. The customer bleached the instrument, which repaired the leak. (B)(6).

Event description:
The customer reported a leak from the baths of the coulter act diff analyzer. The volume of the leak was several mls and was not contained within the instrument.the customer was wearing personal protective equipment (ppe) consisting of gloves at the time of the occurrence and there was no report of injury or direct exposure to the leak.erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.